Event description:
It was reported that the lead exhibited chronic low impedance, high capture thresholds and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - low impedance. Device evaluation anticipated but not yet begun

Manufacturer narrative:
Final analysis found that the inner insulation was damaged at 1.9 cm from the connector pin.